Event description:
A cvc pasv was placed for therapeutic purposes in 2003. After completing long term therapy the following month, the catheter snapped distal to the suture wing, inside of the pt. The catheter was successfully removed without incident.